Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was received with aa batteries. Functionally, the coin cell battery failed. The issue was resolved by replacing the coin cell battery. It was reported that the device displayed inaccurate readings, with multiple values falling below 95%. The reported issue was not confirmed. The most likely cause was traced to a component failure. It was also reported that a real-time clock error (907) was observed with the device. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected unreported conditions: damaged front cover and lcd window. The issues were resolved by replacing the damaged parts. The most likely cause for these additional conditions is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the examination procedure, the device displayed inaccurate readings, with multiple values falling below 95%, and a real-time clock error (907) was observed. Troubleshooting steps included replacing the coin cell battery, rebooting the unit, adjusting the date and time, and checking the battery contacts; however, these actions did not resolve the error. System failure error messages persisted despite troubleshooting efforts. No patient complications were reported in relation to this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the examination procedure, the device displayed inaccurate readings, with multiple values falling below 95%, and a real-time clock error (907) was observed. Troubleshooting steps included replacing the coin cell battery, rebooting the unit, adjusting the date and time, and checking the battery contacts; however, these actions did not resolve the error. The battery was alleged to be of the alkaline battery. System failure error messages persisted despite troubleshooting efforts. No patient complications were reported in relation to this event.